Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a capio bondek pga absorbable suture during a vaginal prolapse repair procedure. According to the complainant, after the physician threw a suture through the sacrospinous ligament and pulled out the device, he noticed that the end of the suture did not come out with the capio head. It is unknown whether the suture failed to catch inside the capio cage or if the cage failed to retain the needle when the suture was thrown. The physician then went back into the incision and retrieved the suture by hand but found that the needle had separated from the suture. The physician attempted to locate the needle via palpation but was unsuccessful. The needle was not retrieved from the patient. It was reported that hemostats were not used to grab the suture. The physician completed the procedure with this capio device and another suture with no other patient complications. The patient's condition at the conclusion of the procedure was reported to be "stable."